Manufacturer narrative:
One device was returned for analysis. Visual inspection showed damaged the downstream occlusion (dso) seal. This indicated a reportable malfunction due to the damage dso seals, and the reported issue was duplicated. The cause of the reported issue was a stuck pixel. The downstream occlusion seal was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
The device was returned because a pixel was stuck. Upon physical inspection, a degraded downstream occlusion seal (dso)was found. There was no patient involvement, no patient injury was reported.